Event description:
It was reported that after the patient underwent radiation therapy, the pulse generator was slow to respond at the onset of threshold testing and the device did not accept the selected thresholds. On (B)(6) 2015, the device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.